Manufacturer narrative:
The device was returned. Visual and functional analysis was performed on the returned device. The reported difficulty removing the supera from the steelcore guide wire was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the difficulties were likely related to procedural circumstances. It was reported that two unspecified supera stents were advanced, deployed and removed from the steelcore guide wire with no difficulties, and after advancing the third supera device and deploying the stent, difficulty was encountered during removal. This suggests that the wire was likely damaged (kinks/bends) as noted on the returned unit causing the supera to become frozen to the wire resulting in the inability to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Event description:
N/a.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional supera self-expanding stent system device referenced in b5 and d11 is filed under separate medwatch report number.

Event description:
It was reported that this was a procedure to treat a lesion in the superficial femoral artery with heavy calcification. An ht steelcore 18 guide wire was advanced to the target lesion, and pre-dilatation was successfully performed. Then two unspecified supera stents were deployed. A third supera self-expanding stent delivery system (sess) was advanced to the target lesion, and the stent was deployed. However, during removal of the sess, the delivery system was stuck to the guide wire and wire access was lost. Both, the sess and guide wire were removed as a single unit. The procedure ended at this point. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.